Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 300 mg/dl. The customer stated that she was sick and nauseated. The customer also stated that she tried to give insulin through the insulin pump, but her blood glucose kept increasing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime as a result of a faulty force sensor. However, the displacement test passed. Further testing was not performed due to the alarm anomaly.